Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent remains in the pt requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion in the circumflex artery. An attempt was made to implant the 3.5 x 23 mm xience v stent, but was unsuccessful. During removal of the stent delivery system (sds), the stent dislodged and stayed between the circumflex and the left common coronary artery. Another stent was required in the proximal left common coronary which was not stenosed previously to allow treatment of a bifurcation lesion (anterior inter-ventricular artery and circumflex.) Three add'l stents were implanted. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - potential causes for stent dislodgement may include handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices. In this case, the failed attempts to cross the calcified lesion resulted in the interaction of the stent with the lesion and anatomy and likely contributed to the stent dislodgement. During mfg record review for this incident, it was noted that the expiration date for this device was on 7-4-2008; however, the device was used for treatment on approx four and a half months later. It should be noted that the xience v IFU states, "note the prod 'use by' date".